Event description:
Elective outpatient pfo [patent foramen ovale] closure complicated by left atrial perforation and tamponade requiring emergent pericardiocentesis and pericardial drain. Sudden pericardial effusion after the insertion of the pfo device and delivery system (gore cardioform septal occluder 30mm) were placed into the body. The patient was emergently transcutaneously paced and an emergent pericardiocentesis was performed. Ricu [respiratory intensive care unit] and CT [cardiothoracic] surgery were emergently contacted for assistance. The delivery system and occluder were removed intact, occluder not deployed. Patient was ultimately admitted to the ICU [intensive care unit] for close observation after determining with cardiac surgery that the patient did not need to emergently go to the or. Upon review after removal, the attending proceduralist believes the pfo occluder device was defective and thought the end was possibly more pointed than usual, the silver wire protruding from the tip of the device should not be there and likely caused the perforation. Product information: gore cardioform septal occluder 30mm. Ref (B)(4). Serial number [(B)(6)]. Expiration date 7/6/2027. Manufacture date 7/7/2025. The product has been sequestered in the cath lab dirty utility room per standard workflow. And referred for further follow up and reporting.